Manufacturer narrative:
(B)(4). Batch # l52h4g. Additional information was requested and the following was obtained: what were the indications for surgery? Intestinal volvulus. Did the patient receive any chemotherapy or radiation prior to the procedure? No information. Who fired the device and what was his/her experience? The doctor did. He is familiar with the device. Was the device easy or difficult to fire? No. The firing was completed without problem. What there any audible or tactile feedback? No. Were the washer and donuts inspected? If so, what was their appearance? Yes. No problem. Where in the green range was the device fired? No information. Were there any issues with staple formation? No information. What is the current patient status? The patient is monitored. When and where was the bleeding identified? The bleeding was identified around 1 hour after the op by vital signs. The analysis results found that the cdh33 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that after an open sigmoidectomy on (B)(6) 2016, the vital signs of the patient became low and then, it was found that bleeding occurred from four parts of the anastomosis site. The device was used between the colon and the rectum without problem. After the firing was completed, the doctor confirmed that there was no bleeding from an existing staple line by sight. Also, the device was removed from the patient without problem. Bleeding was stopped endoscopically with clips in the treatment room. The amount of bleeding was unknown. Blood transfusion was not required.